Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 61 mg/dl. Food and juice were consumed to address the bg level. The customer thought that due to having slow acting insulin active in the body at the time the pump was connected up to the customer, the combination of the slow and fast acting insulin caused the low bg. Tandem technical support followed up with the customer and the bg level had increased to 140 mg/dl.